Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) protective umbrella could not be fixed at the perforation of the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06aug2019 and an investigation was conducted on 19nov2019. No evidence of blood was observed. An image of the aortic cutter, delivery tube and loading device was sent. The seal was observed to be in the window of the loading device. There was specks of blood found on the aortic cutter. There are no signs of blood on delivery device and loading device. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device and aortic cutter were not returned for evaluation. Only the seal with the tension spring assembly was returned. No visible defects were observed on the seal and tension spring assembly. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3 mm) protective umbrella could not be fixed at the perforation of the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.